Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed empirically based on the observations made by the reporter during the follow up echo. Available information suggests potential procedural and patient related factors may contribute to the event of an slda. There was no procedural imaging provided by the reporter for an imaging evaluation, therefore, the root cause for this event was unable to be determined. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. On pod #1 a single leaflet device attachment (slda) was detected directly after the follow up echo. The observer reported a detachment of the lateral leaflet at the procedure, one device was successfully implanted in postero-septal position. Starting tricuspid regurgitation was grade 3 and post-procedural 0. After the slda it was 3+. The patient received another pascal treatment on pod #7 with one ace anterior and one ace posterior of the detached ace with a final tr grade 1+.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.